Manufacturer narrative:
One sample tube was returned for evaluation. An 8 french portex catheter was used to perform the suction catheter test. Suction catheter easily passed through the tube without encountering any resistance. The instructions for use state that prior to insertion of the tracheostomy tube, ensure that the suction catheters to be used for tracheal toilet can be easily passed through the tube bore. The results of the investigation determined that the event was not caused from an intrinsic defect in the product.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during cleaning of the product in use the patient's mother could not pass the suction catheter down the tracheostomy tube. It appeared to be occluded. No adverse health outcome resulted from this event.